Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports:0001825034-2018-04711. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-08822. Reported event was to be confirmed via x-ray report. The final report of the x-ray review stated that there was superolateral dislocation of the prosthetic femoral head in relation to the acetabular cup. The cup was nearly vertical in position and was either loose or malpositioned. Correlation with prior radiographs would determine this. There was no fracture. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery an unknown time frame, post implantation due to dislocation. No revision has been reported to date. Attempts have been made but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.